Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient in a clinical study (sdy) who was implanted with a neurostimulator for non-malignant pain. It was reported that the patient was having moderate to severe pain. During interrogation on (B)(6) 2019, it was found that electrodes 8 and 14 had high impedances. The only remaining electrode with normal impedance was 11. The patient was reprogrammed and they got some pain relief from the remaining functioning lead, but they were going to be scheduled for a lead replacement. The event was noted to be ongoing. No further complications were reported or anticipated.

Manufacturer narrative:
Product ID 977a260, serial# (B)(4), implanted: 2(B)(6) 017, explanted: (B)(6) 2019. Product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) and via a manufacturer representative. It was reported that the implantable pulse generator (ipg) and lead with high impedances were explanted on (B)(6) 2019. It was noted that the cause of the high impedances was not determined. The outcome of the event was noted to have been resolved without sequelae. No further complications were reported/anticipated.